Event description:
The gore-tex suture was used to anchor a mesh material used for the repair of a ventral hernia. Interrupted suturing technique was employed. Six days postoperatively, the hernia recurred on the left side. Exploration revealed that the mesh was intact. The suture knots along the left side had untied and were loose in the pt's abdomen. The mesh, the untied suture knots and intact suture knots were removed. The untied suture knots and the intact suture knots were returned for examination.